Manufacturer narrative:
During implantation procedure, dental implant isps1138 was removed after driver tip broke inside (rs9029, lot#: 7751401). Despite, that no further patient complications were reported. It could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable, per 21cfr part 803. In the event, that new or additional information is received from investigation of the complaint, a follow-up report will be sent. Manufacturer's trend analysis show that dental implant failure is a low-rate adverse event.

Event description:
Dental implant failure.